Event description:
It was reported that during a lung volume resection procedure, the device was used with peristrips and could not be opened and removed. The device had to be cut out of the tissue. No further information is available. The procedure was completed with a like device. There was no patient consequence. No further information on the patient's condition.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.